Event description:
It was reported that the patient presented post-implant for follow up. Upon device interrogation, the leadless pacemaker exhibited loss of capture. Chest x-ray imaging showed that the device had dislodged and migrated into the left pulmonary artery. The device was explanted and not replaced. The patient was stable.